Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed; due to damage on the light guide cover glass, water tightness was lost. The additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, due to wear of the angle wire, bending angle in the up direction did not meet standard value, due to damage on the forceps elevator lever, the angle knob torque of the forceps elevator lever at engage exceeded standard value, the bending section cover had a scratch, the video connector had a crack, scratch and was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: the full establishment name is (B)(6).

Event description:
The customer reported to olympus, that the deflectable videoscope had a leak. The device was returned for evaluation. During the device evaluation, it was found that the adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive around objective lens was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.